Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. The patients proximal aortic neck ranged from 22.5 mm - 25.8 mm in diameter. It was reported that during the index procedure, the stent graft was placed at the lowest renal in a short neck. A type ia endoleak was noticed after the first ballooning. The stent graft was re-ballooned and an helifx endoanchors implanted. The leak was diminished, however, still present. As per the physician, the cause of the event was anatomy related due to a short neck with calcification. No additional clinical sequelae were reported and the patient is fine. .

Manufacturer narrative:
Film evaluation summary: the exact cause of the type ia endoleak reported during implant could not be determined from the pre-implant films returned. Images during implant were not available for review, and the reported endoleak could not be assessed. Post-implant films were also not provided. Review of a pre-implant 3d-CT film report revealed that the patient¿s neck diameter ranged from 23 ¿ 24 ¿ 26mm along a 15mm length, and the neck was moderately tortuous and calcified. It is possible that the short, calcified, and angulated neck may have contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.